Event description:
The pump was changed out and returned to the MFR after 47 mons implant duration. The drug used in the pump is dilaudid. No adverse pt event was reported.

Manufacturer narrative:
Final device analysis results reveal - motor gear shaft wear.